Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for an implant procedure on (B)(6)2021. During the procedure, the left ventricular (lv) lead exhibited high capture thresholds and was not used. Further information was requested but not received.